Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. A correction is being made to b1 (product problem instead of adverse event). This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities related to the below: process inspection sheet . Quality inspection sheet . Nonconforming product report. Root cause for the event of the balloon coming off cannot be conclusively determined. However, it can be inferred that the following device handling by the user might have contributed to the event. The user could not attach the balloon to the endoscope correctly. The instructions for use includes the following statements: always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
A user facility reported during the middle of a diagnostic endobronchial ultrasound procedure, the tip of the scope and balloon fell into the patient's lung. There was a five minute delay in the procedure while the patient was under general anesthesia. The procedure was completed with ebus scope sn# (B)(4). The tip and balloon were retrieved using suction through a therapeutic bronchoscope. No imaging or additional surgery was required to retrieve the balloon and tip. At the time of the event, the doctor was obtaining specimens. No patient demographics were provided. No patient injury reported. Device 2 of 2. Both reported for patient identifier (B)(4).